Event description:
It was reported that the t:slim x2 pump battery would not charge due to the usage of a third-party wall adapter instead of the tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level and the pump did not shut down or become inoperable. The customer was instructed to use the original charging supplies and leave the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump successfully began charging, resolving the issue without further assistance needed.